Event description:
It was reported to covidien that a customer had a problem with a dialysis catheter. The customer states that patient was brought into ir in 2008 to exchange catheter because it had fallen out.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded. Dialysis clinical nurse specialist, said she feels this may be due to the interesting physicians not burying the cuff deep enough in the tunnel track.